Event description:
It was reported that the 2 intermediaries of the tracheostomy cannula broke on the outside, which allows support for removal. Less than 30 days of use when it occurred.

Event description:
It was reported that the 2 intermediaries of the tracheostomy cannula broke on the outside, which allows support for removal. Less than 30 days of use when it occurred.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Investigation of this complaint was limited because no sample was provided. The customer provided three photos for review. Two photos are showing product labels. One photo is showing the cannula which is damaged and pull ring is missing. The reported issue was confirmed. Affected inner cannula is disposable device which is regularly cleaned by customer and therefore it shall be replaced based on its condition. Instruction for use(IFU) states: precautions, point 8: "care should be taken to ensure that the inner cannula does not become kinked or damaged during cleaning, and that no kinked or damaged inner cannula are re-inserted into the tracheostomy tube." To verify inner cannula durability recent informative testing were carried out on randomly selected inner cannula samples of each size (6.0mm - 10.0mm, both fenestrated and non-fenestrated versions) from current batches to measure their performance using established standard test methods. Based on results of the testing current inner cannulas were found to be suitable for its function. No trend of confirmed customer complaints has been identified. Without the sample we are unable to determine root cause with certainty and it remains undetermined.